Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), crohn's disease ("crohn's disease"), colon dysplasia ("she had 14 precancerous polyps") and inflammation ("inflammation all through her abdomen from migrated coil"). At the time of the report, the device dislocation, crohn's disease and inflammation outcome was unknown. The reporter considered colon dysplasia, crohn's disease, device dislocation and inflammation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- device dislocation, crohn's disease, colon dysplasia, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), crohn's disease ('crohn's disease') and colon dysplasia ('she had 14 precancerous polyps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), colon dysplasia (seriousness criterion medically significant) and inflammation ("inflammation all through her abdomen from migrated coil"). At the time of the report, the device dislocation, crohn's disease and inflammation outcome was unknown. The reporter considered colon dysplasia, crohn's disease, device dislocation and inflammation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- device dislocation, crohn's disease, colon dysplasia, inflammation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.